Manufacturer narrative:
(B)(4).

Event description:
A catheter fracture was confirmed. The pump contained lioresal. The catheter was revised. Pt outcome was unk by the reporter. Additional information has been requested from the hcp, but was not available as of the date of this report.